Manufacturer narrative:
Since there was no malfunction of any electrical component was determined during the evaluation, the reported symptom could not be confirmed. The service technician also inspected the socket where the bed had been connected. Although there was no visual damage, it felt loose on the wall, which may have caused sparks to come out when the bed was plugged in. The instruction for use for citadel bed (IFU, 830.213-en) includes the following information on preventive maintenance procedure regarding electrical components: ¿visually check power supply cord and mains plug.¿ this procedure has to be done weekly. If the result of this test is unsatisfactory, contact arjo or an arjo-approved service agent. Arjo device did not fail to meet its performance specification since there was no malfunction of any electrical component determined during the device evaluation. There was no allegation of patient involvement. The complaint was decided to be reportable due to allegation that power cord was sparking.

Event description:
Arjo was informed about exposed wires on power cable from citadel bed. It was reported that it sparked when bed was plugged into the socket. There was no injury reported. Arjo service consultant visited the site and inspected the power cord. It was in good condition, there were no exposed wires. The consultant plugged the bed into the same socket twice and no sparks came out. All bed functions were checked and the device passed function tests. No malfunction was found. Bed was left connected as it was operating correctly.